Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. There were no issues with the tamper seal noted. The physical condition of the device was good, and the air bubbled on the downstream sensor seal. The event history log (ehl) showed cassette not attached and pointed to report error. Could not attached cassette to prime - always alarmed with "cassette not attached properly". Found air bubbled on dso seal with trace of fluid ingression on dso sensor. The reported issue was duplicated. The root cause was due to a faulty downstream sensor. The technician replaced the dso sensor, and the pump passed all calibrations and functional tests. Action taken: the dso seal issue is under investigation by a non-conformance., corrected data: correction: (brand name).

Manufacturer narrative:
Report source: (B)(6). (B)(4).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited an unresolved no disposable alarm, the cassette was reported to not be attaching. No adverse patient effects were reported.